Event description:
Information was received from the consumer via the manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that about 2 months ago, the treatment group was set to 3 patterns of abc and a was used. The patient started suffering from lower back pain 2 weeks ago. The battery did not decrease, so when the intensity was checked, it was all at 0. It was unknown if there were any contributing factors. Troubleshooting was performed. The device was shown on the screen to charge the stimulator during the guide; the stimulator and controller were charged, but group was confirmed that the intensity was 0 in all 4 groups a. The condition was changed to c, but the stimulation site was different, so the pain was not alleviated. Issue was not resolved. Additional information received reported no further information could be obtained because it was due to adaptive stim (as) function.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.